Event description:
It was reported that the device had rate accuracy test and calibration failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. Annex b: b01, annex c: c07, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device failing rate calibration was confirmed and replicated during laboratory testing. The rate calibration test was attempted on the received pump module and confirmed failure to complete due to volume per mechanism revolution (vpmr) outside of range. The bezel assembly was temporarily replaced with a known-good dchu bezel for testing purposes only and successfully calibrated with a new vpmr of 167.3 l. A preventive maintenance (pm) test was performed through alaris system maintenance (asm) using a known-good bezel passing all tests, including rate accuracy, indicating the device has a defective bezel. The alaris system user manual v12.3.2 contains the following information regarding maintenance. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Review of the suspect pump module error logs showed no records associated with the reported incident. The last recorded infusion found on the suspect pump module event log dates back to (B)(6) 2025, for an infusion with a rate of 75ml/hr and a volume to be infused (vtbi) of 424.88ml. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had rate accuracy test and calibration failed. There was no patient involvement.